Event description:
It was reported that during a scheduled follow up visit, auto mode switch episodes and noise was observed on the lead. Patient was asymptomatic. Noise was able to be reproduced in the clinic. Pacing impedance threshold was stable. Physician reviewed all the parameters and elected to monitor the lead. Patient is scheduled for a six month follow up visit. Patient was stable.